Event description:
The stent was partially deployed, then tip broke off as surgeon pulled back. Broken piece fully retrieved and new stent was opened to complete the procedure. The product had patient contact but no harm to patient. Device is now available to return to manufacturer. Manufacturer response for gore excluder aaa, (brand not provided) (per site reporter). Emailed rep. Waiting for response.